Event description:
In 2008, baxter was informed that on the same day, the rate was changed on a colleague triple channel infusion pump from 5ml/hr to 35ml/hr causing a patient to enter a coma state for approximately 2 hours. This event reported as a user error and the rate change was noted in the pump event history. Although requested, no additional information regarding what medications were infusing, patient demographics, and device availability was provided.

Manufacturer narrative:
The pump is not available for evaluation. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. The pump event history was provided to the baxter local complaint coordinator and was reviewed by a baxter product analysis technician. The event history confirmed the reported condition and the user changed the programming from 5 ml/hr to 35ml/hr.